Event description:
On (B)(6) 2012, the pt reported that his blood glucose level had been elevated over 300 mg/dl for the past two weeks. On the day of report, his blood glucose level was 333 mg/dl and he bolused 25.0 unit of insulin. That lowered his level to 200 mg/dl. He gave himself 10.0 add'l units of insulin via syringe. The pt's normal blood glucose range is 89-110 mg/dl in the morning and in the afternoon it is no higher than 149 mg/dl. He stated that his infusion device has not displayed any errors or alarms. The pt disconnected from the infusion device and bolused 2.0 units of insulin. He did not seen any insulin drip. He then programmed 2.6 and 6.0 units of insulin and saw insulin drip both times. The pt has been under more stress than usual lately. The pt is switching to his backup infusion device. The pt remained on his backup infusion device for 24 hours. During that time his blood glucose level did not rise above 240 mg/dl. He feels that his primary device is not delivering enough insulin. The pt did not required medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.